Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A manufacturing representative reported that the patient was having a lead revision due to lead misplacement. The patient was alive with no injury.